Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Additional physical investigation was performed on the alleged device, confirming the alleged issue. One section was returned. The section was 7.5 cm long with no distal end. The section was found to be patent with air and swi. The ends were observed under magnification. One end appeared to have deteriorated a bit. The cause for the deterioration could not be determined with the returned device and the information in the complaint. Per the instructions for use of the device, catheter fracture is a known possible risk of use of the device. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Sales representative reported that the physician had no idea how the catheter became severed. Per the instructions for use of the device, catheter fracture is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a catheter that was revised due to it being severed. Patient reported having great relief up until 2-3 weeks ago when they indicated increased pain. A CT scan was done which reported to show the catheter was severed. Some of the catheter was revised and removed.